Event description:
It was reported that during a lap sigma procedure, the blade was broken. The part did not fall into the patient. The procedure was completed with another device. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.